Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and oversensing resulting in a delivered inappropriate shock. Data review of this device revealed the non-physiological signal appears to be related to the sense b node sensing circuit. Technical services (ts) discussed programming options and additional troubleshooting steps. Further troubleshooting is expected as the next follow up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and oversensing resulting in a delivered inappropriate shock. Data review of this device revealed the non-physiological signal appears to be related to the sense b node sensing circuit. Technical services (ts) discussed programming options and additional troubleshooting steps. Further troubleshooting is expected as the next follow up. This system remains in service. No adverse patient effects were reported.